Event description:
A hospital in (B)(6) reported via a distributor that the mr290 autofeed humidification chambers in three rt210 breathing circuit kits were damaged. This was found prior to patient use.

Event description:
A hospital in (B)(6) reported via a distributor that the mr290 autofeed humidification chambers in three rt210 breathing circuit kits were damaged. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The manufacturer became aware that this complaint was vigilance reportable on (B)(4) 2012. We are currently in the process of obtaining more information from the hospital in relation to the complaint devices. We will provide a follow-up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint device is not expected to be returned to fisher & paykel healthcare (fph) (B)(4) for evaluation. Fph has made several attempts to obtain the complaint devices but no response was received in relation to the device return. Results: the distributor reported that the chambers were cracked. A lot check was not performed as no lot number was provided. Conclusion: as the complaint device was not returned for inspection, and there was not enough information provided by the customer, we were not able to confirm the reported fault and evaluate the complaint devices.